Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator battery had normal end of life. Telemetry and output were okay.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that impedance testing showed high impedances of greater than 3,600 on electrode zero in all combinations. The issue was not resolved and the cause of the issue was not determined. It was unable to be determined if the impedance issue was with the implantable neurostimulator (ins) or which lead. Electrode zero was not and is not in use. No action was required. There was no complaint from the patient. The patient experienced no symptoms and was alive without injury. The patient was receiving effective therapy and no further action was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.